Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned with the helix retracted. The tip of the lead appeared intact and undamaged. Resistance testing was then completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was explanted three days post-implant because the lead dislodged. The lead positioning was not provided and no boston scientific field representative was present at the original implant. No additional adverse patient effects were reported.